Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in the report and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation results: investigation: one sample was returned to sbdm, there is fm inside the barrel. The fm is measured to be about 5.45 mm x 13.5 mm. House samples - sbdm checked same lot 1801022 house samples 25 pcs, there were no fm found. DHR review - sbdm reviewed the manufacturing record, inspection and test report for syringe manufacturing process, there was no abnormality found. Infrared spectrometry - the fm was analyzed using ir. Based on the ir results, the fm is determined to be polypropylene (pp), the same material as syringe barrel. Root cause: sbdm checked the molding manufacturing process of 50 ml syringe barrel, the likely cause of the fm is that it occurred during runner crushing work. The runner may fall onto the barrel part container nearby as the protective curtain separating the runner from molded barrel component has worn out. As such, the fallen runner is likely to have fallen inside barrel, and continued to be assembled into final syringe product. Corrective actions: 1. Held quality training on this customer complaint for injection molding line workers. 2. Implementing tightened product and process monitoring to protect recurrence of the same case and strengthening quality inspection for molding parts/assembly process. 3. Fabricated and installed new protective acrylic guard to protect the runners¿ jump out from the crusher while crushing work. Conclusion: based on the investigation result of the complaint case, fm in a syringe barrel, it is likely to occur during runner crushing work. The runners may be jumped out to the barrel part bag nearby and worn-out protective curtain may not be functional to protect them rightly. So, they may have been mixed into the complaint barrel and assembled with normal components. No CAPA is required;however, supplier CAPA (B)(4) was initiated to address this issue.

Event description:
It was reported that foreign matter ¿sharp piece¿ was found in the barrel of a 50 ml bd¿ syringe with 18g needle. There was no report of injury or medical intervention.